Event description:
It was reported that the tandem-provided charging supplies became hot to the touch while the pump was being charged despite being in room temperature conditions. There was no adverse impact to the customer's blood glucose level. Replacement tandem-provided charging supplies were sent to the customer to resolve the issue.